Manufacturer narrative:
Patient status is alive with injury. After implantation, contrast was injected and contrast extravasation was noted at the onyx release site. The perforation did not occur prior to the attempt to implant the resolute onyx. It was reported that the physician was unsure if the perforation was caused by the onyx or a calcium spicule. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and severely calcified lesion located in the proximal to mid rca with 80-90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated with a 2.5x15mm balloon. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device was implanted at 14 atm successfully. Vessel perforation was seen on an angiographic image. The perforated vessel was treated successfully using a non medtronic stent. The patient remained stable and asymptomatic throughout the procedure. No patient injury was reported.

Manufacturer narrative:
Outcome attributed to adverse event: intervention required. If information is provided in the future, a supplemental report will be issued.